Event description:
It has been reported that the calf rest broke during use. Additionally, it was reported that the removable foot section was difficult to lock.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240/2367 (air in line) alarm that appeared on the homechoice (hc) unit during dwell. The technical service representative (tsr) explained the alarm and while going through the 2240 call script, the home patient (hp) noticed that the supply bag fell off and came un-spiked. The tsr had the hp cycle the power two times to clear the alarms then, assisted the hp in removing the cassette. The hp would start over with new supplies. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The home choice was operational. During follow-up with the hp's peritoneal dialysis nurse in (B) (6) 2010, it was indicated that the hp had peritonitis. Additional information obtained from the adverse event reporting system (aers) in (B) (6) 2010 indicates that on an unreported date in 2009, the patient began treatment with dianeal pd4 ambuflex therapy, 6 l (frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). It was indicated that a break in aseptic technique occurred, which was described as "bag fell off the cycler" and the patient experienced air. Per the reporter, the patient did not notice that the bag had fallen for "some time". In (B) (6) 2009, the patient developed peritonitis. On an unreported date in 2009, a peritoneal effluent culture was performed and the results of the culture revealed gram negative organism (organism unspecified). At the time of the event, the patient was not hospitalized. Treatment was not reported. The reporter further stated that the patient was in (B) (6) against the reporter's approval, since the patient had not been cleared for travel. The reporter believed the cause of the peritonitis was due to the break in aseptic technique. At the time of this report, the peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique. Dianeal therapy was ongoing. The reporter believed the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
The actual sample was not available for evaluation. However, baxter's (B) (4) department was contacted to attempt to obtain possible lot numbers for the homechoice cassette that may have been involved in this incident. The home patient service representative (hpsr) indicated that the patient received a shipment of homechoice cassettes on october 28th, 2009 (lot # h09i30066) and one on november 20th, 2009 (h09j22047). Therefore, a manufacturing batch record review was performed on both lots for possible involvement. The review did not identify any issues during the manufacturing process and there were no deviations from standard procedure.